Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13888. It was reported that the patient experienced ineffective therapy and stopped charging the ipg. The ipg became inoperable due to not being charged as recommended. As a result, surgery occurred to explant and replace the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of explant" should not have been entered.